Event description:
Boston scientific crm rec'd and reported the following info: "the pt implanted with this cardiac resynchronization therapy defibrillator (crt-d) rec'd inappropriate shocks. A chest x-ray was performed, which revealed that this transvenous defibrillation lead and left ventricular (lv) lead dislodged. It was noted that this right atrial (ra) pace/sense lead appeared to be at a slightly different angle, however, all lead measurements were normal. The device was reprogrammed until a lead revision could be performed the next day. A revision procedure was performed, during which the defibrillation lead was repositioned, and the lv lead was explanted and replaced. Additionally, this lv lead exhibited diaphragmatic stimulation, thus it was capped and replaced. The replacement lead exhibited low impedances and loss of capture."

Manufacturer narrative:
Review and confirmation of mfg records was performed. No anomalies were found. It was unclear whether the event was related to device performance or pt condition.